Event description:
Customer reported via phone call that they their insulin pump was alarming. The blood glucose reading is 170 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for twenty four hours with multiple basal rates. No a47 alarm noted during our testing however, a47 alarm was in pump history due to corrupted history file. A battery was inserted several times and all operating currents are within the specification, no unexpected low battery, bad battery, failed battery test, weak battery, battery out of limit, off no power alarm or battery indicator anomaly noted. However, the battery tube was found corroded and has stripped battery cap coin slot. The insulin functioned properly during prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarm noted. The insulin pump passed a21 test. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube thread and stained end cap sticker.